Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 436 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose level. Customer stated that the auto mode feature was not on. Customer did not mention any treatments and symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.